Event description:
It was reported that there was an issue with the speaker and vibrate function of the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to adjust sound settings and perform troubleshooting steps, but when the stuck button alarm did not sound, the decision was made to replace the pump. The customer would continue using their current pump until the replacement arrived, and technical support guided them on storage mode and returning the defective pump. A replacement pump was sent to the customer, ensuring smooth insulin delivery.